Event description:
Customer reported via phone, the insulin pump continues to alarm battery out limit after the battery cap was replaced. Customer is also unable to clear the alarm because the buttons are not responding. Customer's blood glucose was 444 mg/dl, treated with manual injection. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery alarm could be verified and the occlusion test could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.